Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that it was observed within the event log, displaying cbit 1102 "primary alarm failed", and 1002" blower temperature too high", both are overheated blower alarms messages followed by a shut down and was removed from service. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The screen most likely blacked out by accident trying to clear alarm. Testing blower for overheat alarms over night setup s/t mode ipap : 30 epap : 20 rate 25. Leaving overnight will check alarms and temp the next day. The rse advised the customer to perform extended run in and check to see if problem duplicates, replace blower as precaution if needed to address error codes. After further troubleshooting, the unit powers on normally and cycles with no alarms activated, no problems with display, noted error codes 1002,1122 in event log, cooling fan is operational, filters are fairly clean, in pneumatics blower celsius reading is within specs, cannot duplicate complaint.

Event description:
It was reported that the event log shows continuous built-in tests (cbit) for 1102 and 1002-blower temperature too high. It is unknown if there's patient involvement. It was reported that the log shows overheated blower cbit 1102, and cbit 1002 followed by shut down. The unit was removed from service until the is resolved.